Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was post sensed t-wave over-sensing (pstwos). The patient was asymptomatic. Programming changes were implemented, and the patient left in stable condition.